Event description:
It was reported that, during a routine transtelephonic monitoring (ttm) check, fully automated self test (fast) operation was observed with rate switching from 85 to 65, then rate returning back after the ttm check. Additional information from the clinic confirmed the fast indicator was triggered due to an atrial lead warning for high impedance. The patient had undergone rotator cuff surgery and was instructed to do lots of arm rotations neglecting consideration of the patient¿s implanted leads. The fast indicator was turned off. The lead was reprogrammed to unipolar polarity and for monitor only. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)